Event description:
It was reported that the patient experienced elevated blood glucose levels due to infusion set was leaking at site on (B)(6) 2026. The high blood glucose was treated with insulin syringe.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.